Event description:
It was reported that during implant attempt, the lead had noise on all channels that were tested. The lead was not implanted and a new lead was implanted successfully.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was retuned, analyzed, and no anomalies were found. It was noted there was blood in/on helix/lobe mechanism.